Manufacturer narrative:
Based on the results of the analysis, the product was confirmed to be operating per specifications; the device was tested for nibp, and passed all testing, during bench repair. The cause of the reported problem at the time of the initial report was not determined. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an earlyvue vs30 indicating that there were sporadic measurement errors in non-invasive blood pressure (nibp). It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.